Event description:
The user facility reported that roughly one day into support, the inlet of the implanted impella cp pump was found under the papillary muscle. In addition, it was noted that the peel away sheath was left in place following pump implant and distal pulses were subsequently absent. Repositioning was unsuccessful and the patient was ultimately escalated to impella 5.5 support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿